Event description:
There was no patient involvement. It was reported that the cpu failed after replacing the battery during preventive maintenance action. As a result, the cpu board was replaced, and the machine was returned to service.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "cpu board not functioning" is not confirmed. The returned cpu board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that the cpu failed after replacing the battery during preventive maintenance action. As a result, the cpu board was replaced, and the machine was returned to service.